Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation / atrial flutter procedure with a pentaray nav catheter. When the physician was going to remap another flutter with the pentaray nav catheter mid-case, no irrigation was flushing through the tip of the pentaray nav catheter. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 07-may-2025. Visual inspection was performed following j&j medtech procedures. Visual analysis revealed no anomalies on the device. Then, since the device was not irrigating, further investigation was performed. It was noticed that the irrigation tube was folded at tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed due to the conditions of the irrigation tube. The potential cause may be attributed to device usage during the procedure. However, it cannot be determined with the information available. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation / atrial flutter procedure with a pentaray nav catheter and an irrigation issue occurred. When the physician was going to remap another flutter with the pentaray nav catheter mid-case, no irrigation was flushing through the tip of the pentaray nav catheter. The pentaray nav catheter was originally used to map the left and right atrium without issue. The pentaray nav catheter was manually flushed using a syringe but the issue persisted. The pentaray nav catheter was replaced and the procedure continued with no further issues. No patient consequence was reported. Additional information received indicated that they disconnected the catheter and tried to hand flush with a syringe and no flow was able to get through the catheter with that either. Therefore, replaced the catheter and continued mapping the case with no additional errors. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation.